Event description:
A nurse reported system messages were received during a case. The system was switched out and the case was completed. Additional info received from the nurse indicated fluid was noted on the face of the system. There was no pt injury reported.

Manufacturer narrative:
A company service representative examined the system and found the reported system messages in the event log several times. The representative also noted fluid was found in the fluidics module. The fluidics module was cleaned and the lamp was replaced. The system was then tested and met all product specifications. The replaced lamp has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).